Manufacturer narrative:
H10: the device was returned to the manufacturer on september 10, 2019. The one (1) used 12549 device was leak tested as received. The reported product problem for leakage was confirmed. This was due to silicone seal tearing (damage). The tearing found to the silicone seals is typical of use of incompatible mating devices with the microclaves. The directions for use calls out microclave connectors are compatible with iso male luers having an internal diameter between 0.062" and 0.110". The mating device(s) were not returned for investigation. A DHR (device history review) lot# 4006313 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to return to the manufacturer for investigation; it has not been received.

Event description:
The event involved a newborn weighing less than (B)(6) kg that experienced a leak in the microclave cap of the smallbore extension set between the cap and ¿transparent space with the nets¿. The medication infusing at the time of the event was amino acids as well as lipids at a total rate of 5.5ml/hr on a ¿ccivp 28g¿ and ¿low flow¿ fentanyl. The patient did not receive the adequate amount of hyperalimentation nor fentanyl, leading to inadequate pain relief and risk of hypoglycemia and dehydration. The flow was insufficient through the catheter allowing blood to backflow and block it. The line had to be removed and a new peripheral IV was started. The customer indicated that the product was installed on (B)(6) 2019 and the leak took place on (B)(6) 2019. The customer also noted that the tubing set and the medication was changed every day. The amount of bleed-back in the tubing was less than 1 ml. The mating device was a 6"appx 1.3ml, smallbore quadfuse ext set w/4 microclave clear, 4 check valves, 4 clamps, rotating luer with unknown ln.